Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The loose stent was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.0 x 18 mm xience xpedition device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was narrow and heavily calcified. The xience xpedition 3.0 x 18 mm stent delivery system (sds) could not pass through the lesion due to the tortuous and calcified anatomy. After several attempts, the stent nearly dislodged from the balloon. The sds was removed without resistance with the stent on the balloon. Another xience xpedition 2.5 x 23 mm sds was advanced and the same thing happened again. The procedure was successfully completed by using another stent and the final outcome of the patient is satisfactory. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.